Manufacturer narrative:
G2: foreign country - singapore h3/h6: the system was serviced in the field and the ac breaker failed due to thermal failure. Code b01, c02, and d02 apply.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the mobile view station (mvs) monitor shut down in the middle of a case. They pushed system out of the operating room and realized that it was unable to charge. During troubleshooting, it was found that the ac breaker failed and had internally overheated and a trailing wire was damaged due to thermal overload.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no impact to the patient's outcome and the procedure was completed without the manufacturer's imaging system.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000432, lot number: unknown h3/h6: the system was serviced in the field and the ac breaker was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.